Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a generator. It was reported that the site had a couple handpieces that had an issue where the tone and blade continued after the surgeon had stopped pressing the button. It was clarified that the handpieces were lighted and continued to produce power and noise after the surgeon had removed their finger from the button. There generator was still in use and there was no impact to patient outcome.